Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and found the following. -there was no bump or unsmooth surface which might result in the crack of the distal end cover. -the hook of the distal end did not have any deformation or scratch. -omsc performed an attachment test using omsc owned distal cover (maj-2315) three times. There was no problem during the attachment of the cover. -omsc applied pulling stress and twisting stress to the distal cover. However, the cover was not detached. -there was no problem regarding the detachment of the distal end cover. Omsc also investigated the distal end cover maj-2315 and found the following. -the distal cover was completely broken into two pieces. -the user facility does not use an anti-fog agent for the maj-3215. -it's unknown when was the distal cover damaged or cracked. Omsc surmised that this phenomenon attributed to the following. -the distal end cover mounting method by the user was inappropriate. -the distal end cover was crushed before attached to the device, and the rear end of the cover was damaged. As a result, the distal end cover was broken when the attachment. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After endoscopic retrograde cholangiopancreatography (ercp) using the endoscope with the distal end cover maj-2315 attached, the customer noticed that the cover was missing from the endoscope. The customer inserted a gastroscope into the patient and found the cover at the throat. The cover was successfully retrieved. The cover was partially missing, according to the report. The procedure was prolonged for approximately 10 minutes due to this phenomenon. There were no reports of patient injuries related to this incident.